Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (ceramic) was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: 1. Non-conforming component according to the device history record review, the lot was manufactured according to specifications. 2. Poor assembly process the following controls are in place to detect any assembly process related issue: at the manufacturing line includes but are not limited to 200% inspection during assembly process a continuity test (resistance measurement) is performed after the unit is assembled in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history the unit was activated at least 46 times (41 plus the first five) or more, which is the maximum activation instances data storage for a minimum of 122 seconds for cutting tissue at a power level of 5 and 7 (power setting range is 0-11), which indicates that the unit was assembled properly and was fully operational before the condition was observed. 3. Misuse it is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, exceed as this may result in damage to the tip of the probe. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ceramic tip broke off inside the patient. The broken piece was assumed to be suctioned out.

Event description:
It was reported that the ceramic tip broke off inside the patient. The broken piece was assumed to be suctioned out.